Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that during the procedure, the guidewire punctured the catheter.  As per an image provided, the guidewire punctured the catheter near the tip / dispensing holes.  The catheter was never implanted. Factors that may have led or contributed to the issue were unable to be provided. Actions taken to resolve the issue included replacement. No additional surgical intervention occurred or was planned. The issue was resolved. The patient was without injury.  The patient's medical history, gender, and age at the time of the event were unknown.